Event description:
The customer reported that a pt being monitored using ECG electrodes went into vfib and that the defibrillator did not advise the users to "apply pads." The customer stated that because they did not receive a message to apply pads, they believed that the ECG waveform was baseline noise. The pt expired.